Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient sent transmission on (B)(6) 2020 due to vibratory alert he felt. It was confirmed that the device delivered a vibratory alert for out of range high voltage lead impedance. No intervention was performed. Patient will continue to be monitored. Patient condition post-event was stable.

Event description:
New information received notes that the right ventricular lead exhibited failure to capture before the revision procedure. Lead was capped and replaced on 2 jun 2020. Patient condition was stable after the procedure.